Event description:
It was reported that a patient presented to clinic for follow up. It was noted that there was cardiac perforation due to the atrial lead, pericardial effusion was noted. The physician elected to cap the atrial lead. The patient condition was stable.

Manufacturer narrative:
The reported event was cardiac perforation. As received, a partial lead (connector portion) was returned in one piece. Helix mechanism and tip stiffness tests could not be performed due to as received procedural damage to the lead. Electrical tests and x-ray examination did not find any indication of conductor fractures or internal shorts. Visual inspection of the lead did not find any anomalies with the exception of procedural damage.